Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 440 mg/dl. The customer had no symptoms. The customer was treated with pens. Customer's blood glucose value was 358 mg/dl at time of incident. Customer's current blood glucose value was 440 mg/dl. Troubleshooting was performed. Customer thinks sees air bubbles in the reservoir. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reports insulin exited at the qr. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was not returned for analysis.